Manufacturer narrative:
The customer reported event of 'autopulse platform system (sn (B)(4)) displayed ua42 (force overload tripped) error message' was confirmed during functional test and per archive data. The most probable root cause was due to a damage processor circuit assembly (pca) board. During visual inspection, there was no physical damage observed on the autopulse platform. Functional test could not be performed due to autopulse platform displayed 'ua42 (force overload tripped)' error message upon powering up the device, thus confirming the customer reported complaint. The pca board was replaced to correct this issue. Unrelated to the customer reported complaint, while pressing the green continue button the autopulse platform did not recognize the beat and ua18 (max take-up revolution exceeded) error message appeared. Load cell 2 was replaced to correct this issue. Per review of the review of the archive data, user advisory (ua) 42 error messages was noted multiple times on the reported event date of (B)(6) 2019, confirming the customer's complaint. In addition, unrelated to the reported complaint, the archive data review showed occurrence of ua12 (lifeband not present) on the reported complaint date. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua12 error message alerts when the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
It was reported that while powering on, the autopulse platform system (sn (B)(4)) displayed ua 42 (force overload tripped) error message. No patient consequences were reported.